Event description:
It was reported that during testing at the clinic, it was found the hi impedances were found across 10 of the electrode channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.